Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   Prid (B)(4) is for the left frame cracked.

Event description:
The dealer stated that the right and left frame is cracked at a weld in the rear where the vertical and horizontal bar meet on the frame.